Event description:
Healthcare professional reported "mild contracture" and "mild necrosis". This record is for an unknown side. The status of the device is unknown.

Manufacturer narrative:
Clarification to g2 other report source: jsprs - japanese society of plastic and reconstructive surgery. The events of "capsular contracture" and "necrosis" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "mild contracture" baker grade unknown; "mild necrosis".